Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient took medical assistance due to four infusion set needle bent leading to hyperglycemia from (B)(6) 2025 to (B)(6) 2025. The blood glucose level was high at the time of event and the patient got treated with correction bolus via pump. The patient also had high levels of ketones. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Supplemental report 01- (B)(4) - MDR 3003442380-2025-12406. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint. (B)(4) has been evaluated. The batch 6012674 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code introducer needle is found bent upon removal from infusion site complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6012674 was manufactured according to the wi version 101 and packaging in the multivac 14, on 31/mar/2025, with a total of (B)(4) units. Welding lot 5c04479 was manufactured according to the[?]wi version 34, welding in the machine ls24 and ls25, on 30/mar/2025, with a total of (B)(4) units. Lot 5c04478 was manufactured according to the[?]wi version 34, welding in the machine ls06 and ls07, on 24/mar/2025, with a total of (B)(4) units. Gluing of connector lot 5c04467 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5c04468 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b01384 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 23/mar/2025, with a total of (B)(4) units. Lot 5c01365 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 25/mar/2025, with a total of (B)(4) units. Lot 5b02939 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b02940 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b02941 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 27/mar/2025, with a total of (B)(4) units. Gluing of tubing lot 5c00916 was manufactured according to the wi version 67, gluing of tubing in the machine sc05 and sc06, on 31/mar/2025, with a total of (B)(4) units. Lot 5c00917 was manufactured according to the wi version 67, gluing of tubing in the machine sc05 and sc06, on 01/abr/2025, with a total of (B)(4) units. Review of the device history record (DHR)showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database 15/aug/2025 against malfunction introducer needle is found bent upon removal from infusion site and lot 6012674 and no other complaint has been registered in database for the same lot 6012674 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA)plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The supplemnent MDR with manufacturing report number (3003442380-2025-12406), was submitted on 08-oct-2025 with complaint (B)(4), do not consider it because it was submitted by error consider the complaint: supplemental report 02- (B)(4) - MDR 3003442380-2025-12406. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Supplemental report 02- (B)(4) - MDR 3003442380-2025-12406. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint. (B)(4) has been evaluated. The batch 6012674 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code introducer needle is found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing: lot 6012674 was manufactured according to the wi version 101 and packaging in the multivac 14, on 31/mar/2025, with a total of (B)(4) units. Welding lot 5c04479 was manufactured according to the[?]wi version 34, welding in the machine ls24 and ls25, on 30/mar/2025, with a total of (B)(4) units. Lot 5c04478 was manufactured according to the[?]wi version 34, welding in the machine ls06 and ls07, on 24/mar/2025, with a total of (B)(4) units. Gluing of connector lot 5c04467 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5c04468 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b01384 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 23/mar/2025, with a total of (B)(4) units. Lot 5c01365 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 25/mar/2025, with a total of (B)(4) units. Lot 5b02939 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b02940 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b02941 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 27/mar/2025, with a total of (B)(4) units. Gluing of tubing lot 5c00916 was manufactured according to the wi version 67, gluing of tubing in the machine sc05 and sc06, on 31/mar/2025, with a total of (B)(4) units. Lot 5c00917 was manufactured according to the wi version 67, gluing of tubing in the machine sc05 and sc06, on 01/abr/2025, with a total of (B)(4) units. Review of the device history record (DHR)showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database 15/aug/2025 against malfunction introducer needle is found bent upon removal from infusion site and lot 6012674 and no other complaint has been registered in database for the same lot 6012674 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA)plan. Therefore, this issue will be monitored through the post market surveillance activities.